Manufacturer narrative:
H3: product analysis #(B)(4), product #9560524, lotno #my18l001r upon inspection at the time of acceptance, it was found that the handle screw thread had deformed, the cable had deteriorated, and the bar clamper had malfunctioned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was rep orted that the malfunction observed on rotating disc/board. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information received that during inspection at s<(>&<)>r, deformation of handle scre w thread, bur clamper failure and cable deterioration were confirmed.